Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on ultrasonic probe, adhesive around light guide lens is peeled and adhesive on bending section cover has foreign objects a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction damage to the transducer was due to damage on ultrasonic probe, the number of missing elements exceeds the standard value and displayed ultrasound image is defective with missing elements and the most probable root cause of the malfunction damage on ultrasonic probe, adhesive around light guide lens is peeled and adhesive was traced to be component failure and the most probable root cause of the malfunction adhesive on bending section cover has foreign objects was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrointestinal videoscope had damage to the transducer. There were no reports of patient harm.